Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp78 test kit (ref. 421051, lot 2781246203). The patient staphylococcus aureus isolate was tested using pbp2a and pcr test methods; both test methods obtained a result of negative/sensitive. The isolate was also repeated on the using the vitek® 2 ast-gp78 test kit; repeat testing (lot #2781335403) obtained a result of negative/sensitive. A biomérieux internal investigation has been completed with the following results: identification confirmed as staphylococcus aureus using the vitek® ms. The customer lots (lot 2781246203 and lot #2781335403) and a random lot (lot # 2781427403 ) of ast-gp78 cards were tested in duplicate. All six cards were tested (three using the tx 1 and 3 optics and three using the tx13 optics) and obtained a susceptible ox mic = 0.25. Agar dilution (ad), the reference method for the ox formulation on the card (ox101n), was performed with susceptible mic=0.5. Cefoxitin disk testing, the reference method for the formulation of oxsf on the card (oxsf01n), was also performed with a negative result of 22 mm. Pbp2a testing was also conducted with negative results. The vitek® 2 ast-gp78 cards and reference methods are in agreement for oxacillin (ox) and cefoxitin screen (oxsf). The customers positive cefoxitin screen results were not reproduced. Vitek® 2 ast-gp78 cards, lots 2781246203 and 2781335403 met final qc release criteria. The lots passed qc performance testing. Cards are performing as intended and no further action is necessary. Local customer service (lcs) informed global customer service (gcs) that the customer repeated testing again. The customer stated that testing may have been conducted vitek® 2 ast from isolates that had incubation times of less than 18 hours. See section h10.

Event description:
A customer in the united states notified biomérieux of obtaining a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp78 test kit (ref. 421051, lot 2781246203). The patient staphylococcus aureus isolate was tested using pbp2a and pcr test methods; both test methods obtained a result of negative/sensitive. Isolate testing was also repeated using the vitek® 2 ast-gp78 test kit; repeat testing obtained a result of negative/sensitive. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.